Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully followed these steps without the malfunction recurring. The customer was advised to monitor the pump and contact support if further issues arise.